Event description:
It was reported that the patient presented to the emergency room with chest pain and stated "it felt like the pacemaker was firing." It was also noted that the atrial lead which is plugged into the ventricular port of the device had high thresholds and possible loss of capture. Follow up reported that the chest pain was not related to the device. No changes have been made and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).